Event description:
I took a hair test for my employer that resulted in a positive result for cocaine. The lab was psychemedics. I have not sincerely used any drugs whatsoever. I was forced to take my shirt off in a hallway instead of the medical dept while a line of people watched. Which was uncomfortable but not in a position to object. They then took a sample from my armpit. A few days later, I was fired. About two hours after I was informed of the positive, I went and took a urine test-doctor ordered- negative for all substances. Four days later, I took another urine test- doctor ordered-negative for all substances. About a week later, I took another independent hair test by the same lab psychemidics. This time, it was negative for all substances. I also had another drug test from another job application roughly three months previously-negative for all substances. So in total of 3 urine tests, 1 hair test all negative. Since they took my armpit hair I dont know how long it went back to give medications info. Men do not cut their armpit hair, so this test could have gone back years. Is it appropriate to have to list or remember all the different drugs taken, foods eaten, etc for 1, 2, 3, 4 years ago? So something done years ago can prevent employment now. I was not contacted by a medical review officer to discuss possibility of false positive result. My employer refers me to psychemedics. Psychemedics refers me to my employer, which I am unallowed to enter the building due to my termination. Psychemedics says "we do not discuss test results with the donor, you need to talk to your employer", and "it is company policy". I was refused a copy of the results by my employer as well. I was the fourth generation to work for this company and very proud of that fact. Now I am absolutely disgraced in the eyes of my family. Everyone says that these hair tests are "accurate", after my research found that these tests can be as inaccurate as 80% effective, by their own clinical trials. Dates of use: 2008. Diagnosis or reason for use: employment, dispute initial employment screen.